Event description:
The operator of an advia centaur instrument observed smoke being emitted from the instrument. The customer powered off the instrument and the fire department was dispatched. There were no reports of adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the power supply, ran empty and fill, and the daily cleaning procedures. The cause of smoke being emitted from the instrument was a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.